Event description:
It was observed, that during the device evaluation. The rigid video scope exhibited the fiber bonding in the outer tube area (distal end) is damaged, video cable is broken, error b30 and no image is displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, video cable is broken, error b30 and no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: video cable is broken. And therefore, error b30 occurs and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.